Manufacturer narrative:
(B)(4). Updated sections: b4, b5, b6, d9, d10, e2, e3, g3, g6, h2, h3, h6, h11. Corrected section: h6 problem code from 1384 to 2183.

Event description:
The hospital reported that the scope would not click into place on the vasoview hemopro 2. The issue was identified during the insertion of the scope. There was used another device. There was no dalay. No patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000518386 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the scope would not click into place on the vasoview hemopro 2. There was another device used. There was no delay. No patient harm.